Event description:
Customer reported an issue with the as3000 anesthesia delivery system's o2 tank, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the o-ring to the tank yoke assembly. System was calibrated and safety tested to factory's specifications.